Event description:
On (B)(6) 2012, the reporter stated that the audio bolus button was unresponsive. It was indicated that the issue started on (B)(6) 2012. The keypad was reportedly intact. It was noted that the pump was not cleaned. This was reportedly a demo pump and was not used by the patient. There was no reported adverse event associated with this complaint. This complaint is being reported as the reporter stated that the audio bolus button was not responding to button presses.

Manufacturer narrative:
(B)(4): the pump was returned with the piston cap missing. On investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus was noted to be detached and the white slug was missing. On testing, all of the keypad buttons were responsive. The keypad cover was removed for investigation with no contamination noted under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.